Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rising shock impedance since (B)(6) 2020. All of the other parameters were within limits. It was advised to review patient in clinic to troubleshoot. Additional information has been requested in order to understand the patient status. No adverse patient effects were reported. Additional information confirmed that on (B)(6) 2021, an out or range shock impedance measurements were exhibited. Boston scientific technical services (ts) recommended to reprogrammed the upper shock impedance limit to 150 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. FDA 3500a section adverse event/product problem, fb1: product problem selected.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rising shock impedance since (B)(6) 2020. All of the other parameters were within limits. It was advised to review patient in clinic to troubleshoot. Additional information has been requested in order to understand the patient status. No adverse patient effects were reported.